Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary- the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-45, lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that there may be a right atrial (ra) lead fracture and a possible subclavian crush. It was also reported that there may be a possible right ventricular (rv) lead fracture. Both leads were removed and replaced. No patient complications have been reported as a result of this event.